Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Primary analysis finding: no anomalies found. Visual examination of the connector block and grommets found no anomalies. Visual examination of setscrew block indicated obstructing bore at receipt.

Event description:
It was reported, approximately four years and five months post implant, sensing difficulty with the cardioverter defibrilator was observed. Consequently a revision procedure for replacement of the device completed. No patient complications were reported as a result of this event.